Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed the pre-fill test, and the reservoir failed per inspection due to the transfer guard's needle being bent at a 90 degree angle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that during the fill tubing process they were unable to push insulin through. The father stated that the reservoir was the issue since the infusion set was working just fine. No troubleshooting occurred. The reservoir was returned and replaced.